Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of unable to infuse is inconclusive due to poor sample condition. One 4 fr groshong two-piece connector and two groshong catheter segments were returned for investigation. The two-piece connector was not assembled. One segment of the catheter extended from the 45 cm depth marker up to the distal end. A 2 cm catheter segment was also returned but the exact section from the catheter is unknown. Microscopic observation of the distal two-piece connector segment revealed material damage consistent with the use of gripping instruments to detach the connector. Each individual connector component and catheter segment was flushed with water using a 12 ml syringe. No issues with infusion were observed. The source of the occlusion could not be determined since the two-piece connector was disassembled prior to returned and the distal catheter segment was not returned. Based on the description of the reported event, possible contributing factors include catheter bunching during connector assembly, catheter kink, and damaged valve. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter connector was occluded and saline solution could not be infused. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter connector was occluded and saline solution could not be infused. There was no reported patient injury.